Manufacturer narrative:
See MFR: 3012307300-2017-02148; 3012307300-2017-02149; 3012307300-2017-02150; 3012307300-2017-02151.

Event description:
It was reported that a cleo® 90 infusion set had adhesive folded on the cap. After being poked from the device, the adhesive would not hold to the patient's skin. The patient's blood glucose went up to 250. More insulin was given to correct for high blood glucose. The outcome of the event was resolved when the patient used a new infusion set from a different box/lot. The patient reported no other adverse health outcomes from this event.

Manufacturer narrative:
One cleo® 90 infusion set was received for analysis in used condition. The sample was visually inspected at a distance of 12 to 24 inches. The sample was found to have the adhesive stuck to the white cap. A review of the manufacturing and quality processes was conducted and was considered adequate and correct. Based on the evidence, the complaint was confirmed. The root cause was manufacturing.